Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op of total thyroidectomy and right neck dissection procedure, when vari-stim iii nerve locator was opened and set to 0.5, it wasn't working, when set to 1.0 - working. However, needed it to be set at 0.5. New vari-stim iii opened procedurue completed with the backup product. There was no patient impact.

Manufacturer narrative:
H3: the device and an open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides when returned. When returned, the probe wire had a clear protective sleeve, and the manifold indicator was set at 0.5ma. There were traces of contamination observed on the electrode needle, and traces of indentions observed on the white tube. Functionally, the probe sub-assembly/manifold turned between each setting (0.5ma, 1ma, 2ma). Electrically, setting 0.5ma shall be 0.5 ± 0.1ma and the actual reading was 0.4ma; setting 1.0ma shall be 1.0 ± 0.2ma and the actual reading was 1.0ma; setting 2.0ma shall be 2.0 ± 0.4ma and the actual reading was 2.0ma, all readings were in specification. Additionally, the led, at the proximal end of the device, illuminated a red light at each of the 3 settings as intended. H6: fdm b17, fdr c20, and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.